Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, stored electrograms indicated that the implantable cardioverter defibrillator exhibited crosstalk and oversensing. The discussed programming changes were not performed. The patient is stable.